Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called in for help on etco2 unit has error code 571-6241 on unit which relates to the sensor status is missing will to first replace the microstream disposable device and if that does not resolve the error next step replace the etco2 board on unit. Also confirm part numbers for etco2 unts front case w/keypad part # 49000215 & part for rear case part # 10013667 customer will sent two units in for repair confirm repair quote for level 1 & level 2 for repair.